Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog; observed rupture in the device. No observed wrinkling. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Additionally reported was swelling of the breast and capsular contracture, baker grade unknown. The device has been explanted and replaced.

Event description:
Related to the right side. Patient representative reported rupture - prosthesis wall was not reliably intact and streaky internal echoes and the prosthesis wall not completely shown in terms of continuity. Also reported itching, redness, occasional stinging, and pronounced wrinkles. Healthcare professional additionally reported "swelling." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.1, d4, h.4

Event description:
Patient representative reported rupture prosthesis wall was not reliably intact and streaky internal echoes and the prosthesis wall not completely shown in terms of continuity. Also reported itching, redness, occasional stinging, and pronounced wrinkles. This record relates to the right side. The device has been explanted and replaced with a non-allergan device. Capsulectomy was performed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, one opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Pruritus : unable to observe since it is a medical event and is not related to the device. Pain : unable to observe since it is a medical event and is not related to the device. Wrinkling : no observed. Erythema : unable to observe since it is a medical event and is not related to the device. Edema : unable to observe since it is a medical event and is not related to the device. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observation: brown particles observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Also reported itching, redness, occasional stinging, and pronounced wrinkles.

Event description:
Related to the right side. Patient representative reported rupture - prosthesis wall was not reliably intact and streaky internal echoes and the prosthesis wall not completely shown in terms of continuity. Also reported itching, redness, occasional stinging, and pronounced wrinkles. Device remains implanted.